Event description:
The surgeon was inserting the screw into the plate at an extreme angle when he noticed a thin piece of metal had sheered off the screw threads. The screw was removed, the sheered material retrieved, and the same screw was implanted. Less than 10 minutes additional surgery time.

Manufacturer narrative:
Only a portion of the device was returned. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.